Event description:
It was contacted steris service in 2006 to report that the top of a surgical table recently placed in use was noticed to be loose while transferring a patient from table following procedure. There was no effect on the patient and the hospital immediately took the table out of use. Hospital staff uncrated and placed the table into use on receipt about 3 weeks prior and had used the table several times daily each day. The hospital noted that the day before this occurred, a staff member noticed a noise as the table surface was being raised and then it became difficult to raise.

Manufacturer narrative:
A steris service technician visited the hospital and upon inspection, determined that the main hydraulic lift column support had failed. The table was returned to its manufacturing site for more detailed investigation and the hospital was supplied with a replacement surgical table. Upon return to the manufacturing site, it was confirmed that the cause of this device malfunction was due to separation of the hydraulic lift column support from the table base, steris returned the failed hydraulic lift column to the vendor of this assembly who confirmed to steris on 16 jan 2007, that separation of the column was due to premature weld failure. This resulted in the table top becoming unstable as it rested upon the hydraulic cylinder rod rather than the primary lift column. The vendor also reported that it had reviewed its welding process and identified a specific quantity of hydraulic column assemblies supplied to steris where the welds may not meet the vendor's nor steris specifications. Upon determining this, all affected surgical tables and hydraulic assemblies in steris control were quarantined and production of tables ceased until new hydraulic assemblies meeting specifications are available. Steris will implement a product correction to all affected units in customer locations. Further details concerning this action will be submitted to FDA shortly.